Manufacturer narrative:
H6): added codes: 4755, 4619, and 4621.

Manufacturer narrative:
The component code and health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter (B)(4).

Event description:
A lead extraction procedure commenced to initially remove a functional right ventricular (rv) lead (model 2088tc) due to upgrading from a dual chamber pacemaker to a dual chamber ICD system. Present within the patient''s body as well was a capped rv lead (model 1788tc) and a functioning right atrial (ra) lead (model 1788tc). Once in the procedure, the team would then decide whether to remove the capped rv lead as well. It is unknown whether the capped rv lead had a locking stylet for traction. The functioning ra lead did not have a locking stylet. Spectranetics lead locking devices (llds) were attempted to be inserted into the functioning rv lead: first, an lld #2, then an lld ez and lastly an lld #1, which was used in the procedure - but instead of the lld reaching the distal tip of the lead, none of the lld''s were able to advance within the lead past the innominate region. Using a spectranetics 14f glidelight laser sheath, and while extracting the functioning rv lead, the patient''s blood pressure dropped. Rescue efforts began immediately, including sternotomy. An injury was discovered at the superior vena cava (svc)/right atrial (ra) junction, approximately 4mm in length, and this area was successfully repaired. At the time of the repair, another injury opened in the innominate vein and the surgeon repaired this one as well and the patient was stabilized. It was reported that the capped rv lead was also extracted. However, the functioning ra lead was capped and remained within the patient''s body, and epicardial leads were placed. The physician believes that the initial tear at the svc/ra junction was as a result of lasing with use of the 14f glidelight device; however, the tear in the innominate region was likely due to the patient having a very thin vessel and having this area being manipulated during the repair. There is no alleged malfunction of the 14f glidelight device in use during the procedure.